Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low impedance were noted on the right ventricular (rv) lead. Visible insulation damage was also noted. "Shorter than normal" battery life was also noted on the implantable pulse generator (ipg). The lead was partially removed and replaced during ipg changeout procedure. No patient complications have been reported as a result of this event.